Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to login. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex c and imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to login.the customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to login.the customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users had been unable to log in. A technical support specialist (tss) spoke with the customer, who confirmed that they were able to log in using their username and password on that station. The customer also confirmed that the witnesses were able to log in using their username and password on that station. The system functioned as intended after the technical support specialist troubleshot the device.